Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -14.50 diopter, in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to elevated intraocular pressure, glare and halos. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. No similar complaint was reported for units within the same lot. This product was not marketed in the us. (B)(4).